Event description:
It was reported that the conductor was "damaged" on the external pulse generator's (epg) cable. The epg also had reported "damage." The epg and cable were sent for repair. Additional information indicated that a part was replaced. There was no patient involvement indicated.

Event description:
It was reported that the conductor was "damaged" on the external pulse generator's (epg) cable. The epg also had reported "damage." The epg and cable were sent for repair. Follow up information did not yield any additional information regarding the repair. There were no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information: the (B)(4) part was replaced. No further analysis was available. Additional information indicated that the model number of the cable is (B)(4) and has been updated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information: the (B)(4) part was replaced. No further analysis was available.